Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max reperfusion catheter. Upon removal from the packaging, the 5max catheter was found to be fractured and was not used. The procedure successfully continued using a new 5 max catheter. There was no report of any adverse event on the patient.

Manufacturer narrative:
On (B)(6) 2015, it was discovered that this case was duplicated with MDR 3005168196-2015-00520; therefore, MDR 3005168196-2015-00510 is being closed.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.